Manufacturer narrative:
Additional information: b5. B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued and the patient recovered from the peritonitis 1 day after onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdomen pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. The same day as the peritonitis diagnosis, the patient was treated with injection vancomycin (2 gm/stat/intraperitoneal/discontinued), injection ceftazidime (1 gm/stat/once daily/intraperitoneal/for one day). One day after the event onset, the patient was treated with ceftazidime (250 mg/once daily intraperitoneal/ongoing) for peritonitis. At the time of this report, the patient recovered from abdomen pain and was recovering from cloudy pd effluent and peritonitis. Pd therapy was ongoing. No additional information is available.